Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s main drawer 4 was failed. The field service engineer (fse) had identified that drawer 4 main was not opening. Upon removing the drawer, the fse discovered that the magnet from the latch inseparable was missing, resulting in incorrect sensor readings. The latch inseparable was replaced, the drawer was reseated into the cabinet, and the hardware was rebooted. The pyxis bus cable was also reseated, and both latch and position sensors were tested. Following these actions, the hardware performed successfully and was verified through application testing. The system functioned as intended after the field service engineer repaired the device.